Event description:
It was reported that on (B)(6) 2025, a 35 mm navitor valve (sn: (B)(6)) was selected for implant using a flexnav delivery system (ds). During the procedure, while positioning the valve, at the first attempt the depth wasn't appropriate. It was noted that this was due to the patient anatomy. While attempting to recapture the valve, it was noticed that the valve wasn't able to be recaptured completely leaving a gap between the valve capsule and the radiopaque tip. The physician planned to remove the system and load the same valve into a new ds. After the valve was removed from the flexnav, the valve was noted to have blood clots on it and the flexnav ds's valve capsule was noted to be damaged. The physician decided to replace both of the devices as a result. A new 35 mm navitor valve (sn: (B)(6)) was loaded into a new large flexnav ds, but during implant, the same issue occurred. The implant depth wasn't appropriate and during the recapture attempt, the valve wouldn't capture completely into the system. During the attempt, the patients blood pressure dropped for a few seconds. The physician decided to remove the ds from the patient to inspect what was going wrong. While inspecting, the valve capsule of the ds was damaged and the valve was full of blood clots. A 29 mm navitor valve (sn: (B)(6)) was used instead and was able to be successfully implanted. There was no clinically significant delay. The patient is currently alive and stable.

Manufacturer narrative:
N/a.

Event description:
N/a

Manufacturer narrative:
It was reported that during procedure while the valve was being re-sheathed there was a gap between valve capsule and the radiopaque tip. It was also reported that positioning problem and material deformation were noted. Information from field indicated that valve capsule of the ds was damaged and the valve was full of blood clots was noted. The investigation at abbott found the valve capsule was deformed with damage material. The inner shaft container several of bent damages. Due to the condition in which the delivery system was returned in, functional testing was precluded. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of position issue was due to the patient anatomy. The noted damage is consistent with operational difficulties and damage during use. However, the cause of inability to close the gap could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined. Investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.